Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface fixed bearing; p/n: 42521000414, l/n: 62632059, femur cemented; p/n: 42502605801, l/n: 63702261, tibia cemented; p/n: 42532006701, l/n: 63683014, all poly patella cemented; p/n: 42540000032, l/n: 63764251, palacos rg 1x40 single; p/n: 00111314001, l/n: 85714575l16, qty: 2. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00716, 0001822565 - 2019 - 04227, 3007963827 - 2019 - 00281. Remains implanted.

Event description:
It was reported the patient is experiencing osteolysis, pain and loosening after initial surgery. Subsequently, a revision procedure is indicated to be necessary. However, no revision procedure has been reported to date. No additional patient consequences were reported.

Event description:
Upon receipt of additional information, it was determined that this component should not have been added to the investigation. The patella was not revised and therefore this reporting needs to be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this component should not have been added to the investigation. The patella was not revised and therefore this reporting needs to be voided.